Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: advantages and disadvantages of using intravenous tissue plasminogen activator as salvage therapy for inoperable heartware thrombosis. J card surg. 2017;32:443¿446. Https://doi.org/10.1111/jocs.13165. Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding the use of tissue plasminogen activator (tpa) as a salvage therapy in an inoperable patient with a left ventricular assist device (vad) thrombosis. The patient¿s postoperative course was complicated by driveline infection, staphylococcus bacteremia, and clostridium difficile infection. The patient was discharged to a rehabilitation center and readmitted a year after implantation after a mechanical fall. Device flows decreased and although the patient did not exhibit overt signs of heart failure or hemolysis, unfractionated heparin (ufh) infusion was initiated for a subtherapeutic international normalized ratio (inr) of 1.9. A transthoracic echocardiogram (tte) showed reduced left ventricular ejection fraction (10%) and a possible echo density within the left ventricle. A head computed tomography (CT) showed no abnormalities. Transesophageal echocardiogram (tee) showed a large, occlusive thrombus around the inflow cannula. Blood and urine cultures showed staphylococcus and enterobacter, respectively. The patient was not a surgical candidate secondary to frailty and acute on chronic infection. The patient received IV tpa. Thirty minutes after tpa initiation, device flows increased. Forty-five minutes after tpa initiation, the patient developed altered mental status. CT angiography of the head showed small, acute ischemic infarcts in the left occipital and right parietal lobes without hemorrhage. The ufh infusion was continued. Less than 24 hours later, the patient followed all commands, spoke in full sentences, with no focal deficits. The patient was discharged 24 days after thrombolytic therapy. The vad remained implanted. No further patient complications have been reported as a result of this event.